Manufacturer narrative:
The report states, "customer called as the blood pressure monitor won't hold a charge even when batteries are changed. The customer purchased a second one through his health insurance, and the same issue occured. Customer would like a replacement sent as soon as possible as he uses it twice a day." Customer reported, "since the issues (two) were the same for all four monitors I'm going to skip the questionnaire and simply state what they are: 1) the battery usage meter seems to be meaningless because in all four monitors with new batteries they all showed a level (low battery) which would indicate they needed to be replaced; and 2) the monitor(s) will not record any information (and instead shows lo) if per "specifications " the measurement is outside a range (in my case diastolic sometimes being below 40mmhg). Since I assume these are not indications that the units are malfunctioning my only complaint is that I would prefer that the battery meter was more accurate and that the monitor would record results regardless of their measurements."there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The report states, "customer called as the blood pressure monitor won't hold a charge even when batteries are changed. The customer purchased a second one through his health insurance, and the same issue occured. Customer would like a replacement sent as soon as possible as he uses it twice a day."